Manufacturer narrative:
Patient weight unavailable.

Event description:
A lead extraction procedure began to remove an ra and rv lead due to infection. Attempting to remove the ra lead, a 14f glidelight and 11f tightrail were used to get past the binding site at the svc/innominate junction without success, so physician upsized to a 13f tightrail to attempt to get past the binding site; however at that time, the patient's blood pressure dropped. Rescue efforts commenced immediately; sternotomy confirmed a tear in the innominate and/or subclavian region. Although the tear was surgically repaired, the patient never regained consciousness after the procedure and died ten days later.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.